Manufacturer narrative:
On (B)(6) 2015 the field service engineer (fse) found pinch valve pv57 broken causing a leak from diff mixing chamber overflow. The fse replaced pv57 and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained fluid leak of less than 2 ml from the coulter lh500 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.